Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, d9, g3, g6, h2, h3. H3: evaluation summary: customer report of holes and damage in leaflets was confirmed through visual evaluation. Report of regurgitation was confirmed through observed leaflet perforations. X-ray demonstrated wireform intact and the vfit band does not appear expanded. Leaflet 3 had a perforation of approximately 7mm x 6mm. Leaflet 1 had a perforation of approximately 1mm x 4mm. Leaflet 2 had a perforation of approximately 2mm x 2mm. Perforations were beveled at the outflow aspect, a typical characteristic of those caused by suture tail/fastener abrasion. No sutures or fasteners remained on the sewing ring. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 2 on the inflow aspect. Host tissue on the stent circumference was minimal at the inflow aspect. All three leaflets were thickened and swollen at the free margins near the commissures. Suture holes were visible around the sewing ring. Lab findings were aligned with customer picture.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 25mm 11500aj inspiris resilia was explanted after an implant duration of approximately five (5) years and ten (10) months due to severe aortic regurgitation (ar) and anemia secondary to holes/damage in all three leaflets. Approximately one (1) year after the initial implant, an increase in gradient was observed, and ar was noted approximately two (2) years prior to explant. The surgeon adapted a wait and see approach; however, approximately two (2) years later, the device was explanted and replaced with a non-edwards epic valve. The surgery finished successfully. The surgeon commented that, as this area undergoes the greatest movement during opening and closing motion, it is likely that excessive stress was applied. The device will be returned for evaluation, and photograph of the explanted valve was obtained. According to the surgeon, although no calcification was observed near the valve, calcification was noted exclusively in the descending aorta, and the patient may present with somewhat atypical characteristics.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, d4, d9, g3, g6, h2, h3, h4, h6. If the surgeon does not cut sutures close to the knot, excess suture tails may result in abrasion, perforation, or damage to the leaflet. This may require an exchange of the device. The instructions for use (IFU) has been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A DHR review was performed, and no related manufacturing nonconformances were identified. The most likely cause is procedural factors, including suture tail abrasion. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors. H3: evaluation summary: customer report of holes and damage in leaflets was confirmed through visual evaluation. Report of regurgitation was confirmed through observed leaflet perforations. X-ray demonstrated wireform intact and the vfit band does not appear expanded. Leaflet 3 had a perforation of approximately 7 mm x 6 mm. Leaflet 1 had a perforation of approximately 1 mm x 4 mm. Leaflet 2 had a perforation of approximately 2 mm x 2 mm. Perforations were beveled at the outflow aspect, a typical characteristic of those caused by suture tail/fastener abrasion. No sutures or fasteners remained on the sewing ring. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7 mm on leaflet 2 on the inflow aspect. Host tissue on the stent circumference was minimal at the inflow aspect. All three leaflets were thickened and swollen at the free margins near the commissures. Suture holes were visible around the sewing ring. Lab findings were aligned with customer picture. Picture showed outflow aspect from valve with holes in all three leaflets.